Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The hex end of the cardan screw driver became lodged or stuck in the female hex of the cancellous screw. It was difficult to disassemble and in doing so compromised the screw.

Manufacturer narrative:
Visual examination of the returned products is unable to confirm the reported event; the two returned components were not stuck together. A functional check found the returned products functioned as intended. It's possible the end user pushed the tapered hex of the screwdriver too far into the head of the screw. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.